Event description:
Upon rising one morning, the pt twisted and heard a pop. The pt felt no stimulation and experienced a lack of therapeutic effect; his preexisting pain returned. Impedances were checked and found to be out of acceptable range; >3600 ohms. The stimulator and extension were replaced; the stimulator for end of battery life and the extension for breakage. The pt outcome was reported as "no injury".